Event description:
Post sapien xt deployment in the native aortic valve, a dissection of the left coronary cusp was observed. The dissection appeared to have sealed itself off and no further action was necessary. The tavr procedure was going very well and the valve successfully implanted 50/50 in the aortic annulus. While performing the tee to assess paravalvular leak (pvl) there was mild to moderate leak demonstrated using doppler color flow. An aortogram was performed to further quantify the amount of leak when an abnormal appearing leak was present. This leak did not appear to flow back into the lv but appeared to flow outside of the annulus near the left coronary cusp. At this time some slight ECG changes had taken place, there was some st depression and a slight bbb, but the heart rate and rhythm remained stable. A coronary angiogram was performed and revealed the left coronary artery system was not compromised. Tee did not demonstrate a clearly visible dissection or perforation of the aorta. A repeat aortogram, approximately 10 minutes after the valve was implanted showed the leak had disappeared; the injured area appeared to have clotted off and was no longer leaking. The patient remained on the table for approximately 90 minutes post valve implant in order to establish that the leak was not going to cause any further issues. The physician operating the tee at this point of the procedure was able to visualize a dissection of the left coronary cusp. The dissection did not appear to have any blood flowing through it as demonstrated by doppler color flow. The tavr team hypothesized that the damage occurred in the left coronary cusp and did not involve the aortic annulus. The team felt it was safe to remove the patient from the room but kept her intubated over night and kept close control of the systolic blood pressure. The patient remained stable (ECG returned to baseline a-fib without st depression or bbb) through the entire procedure and tolerated the damage to her native valve without incident. The perceived root cause of the dissection was that a bulky calcification in the non coronary cusp did not allow the sapien valve to expand outward in the direction of that cusp. Instead the valve over-expanded in the left coronary cusp and caused injury to the left cusp. Additional information provided indicates that the patient was doing well post procedure, and they planned to move her to telemetry. However, the patient became nauseous, and wretched. She developed increased st elevations and her blood pressure decreased. The patient was taken to the or, where they opened the chest. There was now a larger tear where the initial tear was thought to have sealed. They repaired the tear, removed the edwards valve, and placed a surgical valve. The patient left the or, but was not in stable condition. An impella was placed but did not "pump well", producing only about 1 liter of output. The patient's ventricle was not squeezing, she was in shock, and eventually her "heart shut down". Ultimately the patient expired. It was also discussed that the patient had her left chest radiated due to breast cancer, so her tissue was very friable. The patient's friable tissue could have contributed to the initial tear, as well as the increased tear at a later date.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (friable tissue as well as bulky calcification in the non coronary cusp) likely contributed to the initial dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.